Manufacturer narrative:
H.6. Investigation: three photos were provided to our quality team for investigation. Through visual inspection, one clip from the adapter connection stick was observed to be broken. The product was further evaluated using enhanced magnification, no bubbles in the material or other damage was observed that could have contributed to the breakage that occurred. A device history review was performed for lot 2010507, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the reported lot were used for additional evaluation. The product was evaluated using magnification, again no defects were observed within any of the samples. The adapter was connected to an injector an syringe, connecting and disconnecting the components ten times. In all instances the product functioned properly and no breakage of the adapter wings occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. All results were reviewed for lot 2010507 and results were found to be acceptable, no issues related to the reported defect were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that infusion adapter c100-o was damaged and leaked. The following information was provided by the initial reporter: material no.: 515078, batch no.: 2010507. It was reported that small clip broke off upon removal. Complaint description per pir: "one of the r10 (pharmacy) techs was using this c100 spike with a c35 to inject drug into the final bag. Upon removing the n35/syringe setup from the c100 port, the small ¿clip¿ broke off. They discarded the c100 since it was leaking hazardous drug."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that infusion adapter c100-o was damaged and leaked. The following information was provided by the initial reporter: material no.: 515078 batch no.: 2010507. It was reported that small clip broke off upon removal. Complaint description per pir: "one of the r10 (pharmacy) techs was using this c100 spike with a c35 to inject drug into the final bag. Upon removing the n35/syringe setup from the c100 port, the small ¿clip¿ broke off. They discarded the c100 since it was leaking hazardous drug."